Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material exited from the channel in the videoscope. There were no reports of patient harm or injury.

Event description:
It is further reported that a rubber band was stuck inside the scope. It is unknown when the issue occurred. No additional information was provided.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue was determined to be that a rubber band used in a previous procedure clogged the biopsy channel. The event can be detected/prevented by following the instructions for use which states the detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.